Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, patient's mother called and wanted to confirm how big the internal bolster is for the 18fr 1.7cm bard button. She stated this button was in place for over one year, but during the removal process the shaft broke away from the external portion of the button. The shaft and internal bolster are inside the stomach. Ms&s stated that the widest portion of this internal bolster is 0.56". Ms&s explained that she would need to report it to fa, but when asked for her contact information, she was not willing to share it. She stated "she would have the doctor call", then hung up.